Manufacturer narrative:
After starting investigation we could find the correct article and lot number of the broken screw due to the shipping documents to the hospital and the re-stock orders. The device history record (DHR) of the affected screw were inspected and showed no deviations. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. As a result of the above and the fact that no device was returned for evaluation, this complaint is deemed unconfirmed. Device was used for treatment, not diagnosis.

Event description:
It was reported that a locking screw broke intra-operatively. Original implanted date (B)(6) 2019. Further information like article and lot number not provided.